Event description:
It was reported that during an implant procedure, impedance issues occurred. Intraoperative impedance tests were normal. When the extension was connected to the stimulator, 2 contacts (6 and 12) had impedances less than 150 ohms. The proximal tips were interchanged with the stimulator, which resulted in the same impedance results. The surgery was completed despite the issue. Two hours after surgery, impedance readings were greater than 40,000 ohms in all settings. The patient had a burning sensation in the pocket but was benefitting from the stimulator. Additional information received on (B)(6) 2013 noted that the impedance issue had resolved. The representative measured the impedances at 1.5 and 3.0 volts and all contact results were normal. The patient was noted to be fine/very good.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type extension product ID: neu_unknown_lead,: product type lead (B)(4).

Manufacturer narrative:
Supplemental submitted to correct outcome attributed to adverse event and to change type of reportable event to serious injury.

Manufacturer narrative:
(B)(4).